Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center for evaluation in response to the voluntary recall notification, with no initial alleged complaint. No death, serious injury, or serious harm was reported, and no medical intervention was required. During evaluation, the third-party service center conducted a visual inspection and identified visible degradation of the sound abatement foam. Additionally, dust contamination was observed. The service technician also noted the presence of error codes e063 (err_stuck_knob_key), e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b), which were not related to the foam degradation. Following completion of the evaluation, the device was scrapped by the service center.